Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the receiving inspection results, which showed the lot was manufactured according to specifications. The generator was returned and investigated. The generator used in the procedure passed all specifications. Based on the information received, the cause of the reported patient burn could not be conclusively determined.

Event description:
During a lumbar 3-level radiofrequency ablation procedure using a neurotherm grounding pad, a patient burn occurred. The neurotherm grounding pad was applied to the left posterior thigh prior to the procedure and lesions were then performed on the lumbar spine. It was noted the pad was applied to an area with hair present. During lesioning, the patient complained of leg pain. The procedure was stopped and lesioning then resumed. At the end of the procedure, the pad was removed and a 2x3 inch area of redness with several blisters was observed. The patient was treated with silvadene cream and discharged. The patient reported the leg was better the following day.